Manufacturer narrative:
The cast cutter was received at the MFR for eval, and the reported event was confirmed. Based on the investigation details, the root cause was determined to be a damaged adapter cord assembly, which the customer stated they damaged.

Event description:
It was reported that cast cutter cord was cut in half. This occurred by the customer. There was no pt involvement or any adverse consequences as a result of this event. Interior wires would not be intact and bare wires could be exposed with this type of event.